Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 2 days using humalog insulin. Customer changed cartridge and infusion set to address the issue. Reportedly on (B)(6)2023 the customer had a blood glucose (bg) over 600 mg/dl and ketones; although ketone level was not provided. Customer attempted to address elevated bg by a bolus via the pump. Customer went to the emergency room and was subsequent admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6)2023. Ultimately, the customer reverted to an alternate method of insulin delivery.